Event description:
Voluntary medwatch form received states that the right ventricular lead exhibited high pacing impedance and oversensing due to noise. The lead remains implanted. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5120049.